Manufacturer narrative:
Section d4 - primary UDI number: this section was corrected from (B)(4). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I tsh reagent lot 58172ud00 was identified.

Event description:
The customer observed falsely decreased alinity I tsh results for a 79-year-old female patient. The following data was provided (customer¿s reference range 0.35 to 4.94 uiu/ml): sample ID (B)(6), (B)(6) 2024 initial result = 0.044 miu/l, same patient new sample obtained; sample ID (B)(6) result = 2.81 miu/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I tsh results for a 79-year-old female patient. The following data was provided (customer¿s reference range 0.35 to 4.94 uiu/ml): sample ID (B)(6) (B)(6) 2024 initial result = 0.044 miu/l, same patient new sample obtained; sample ID (B)(6) result = 2.81 miu/l no impact to patient management was reported.